Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Patient required a restoration modular hip revision due to dislocation.

Manufacturer narrative:
An event regarding dislocation involving a poly liner was reported. The event was confirmed. Device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded: "no evidence is available to suggest that device-related factors might have played a role while the present failure scenario as based upon an adverse mix of patient-related and procedure-related factors provides a plausible explanation for the failure event of this case. This pi case is not device-related." "Diagnosis: cup malposition in extremely high inclination and superficial position in combination with an extreme bone and muscle loss condition in the proximal femur has contributed to instability in the hip joint with dislocation requiring revision." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and indicated concluded that "cup malposition in extremely high inclination and superficial position in combination with an extreme bone and muscle loss condition in the proximal femur has contributed to instability in the hip joint with dislocation requiring revision". There was no evidence of a device related issue on review of the medical review. No further investigation is required at this time. If further information relevant information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient required a restoration modular hip revision due to dislocation.